Manufacturer narrative:
Follow-up: per biomedical engineer the reported incident could not be reproduced . Biomedical engineer discussed the possible causes with tech support and checked those. All things checked good. It was determined there was no record of the alarm in question in the logs. Tech support suggested doing a full preventive maintenance (pm) on the unit and if no issues were found, return the unit to service. The biomedical engineer could not provide patient information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator shut down during patient transport. The customer reported the device was in use on patient, but there was no patient harm reported.